Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)). The returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients lead migrated. The patient underwent a lead revision procedure, and the patient was doing well postoperatively. The leads remain implanted to the patients body. Additional information was received that the patients lead was removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7136906.

Event description:
It was reported that the patients lead migrated. The patient underwent a lead revision procedure, and the patient was doing well postoperatively. The leads remain implanted to the patients body.

Event description:
It was reported that the patients lead migrated. The patient underwent a lead revision procedure, and the patient was doing well postoperatively. The leads remain implanted to the patients body. Additional information was received that the patients lead was removed.